Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
The visi-pro stent came off of the balloon while trying to go through tight bifurcation.